Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that a system message displayed at the end of a vitreoretinal case during fluid/air exchange. The surgeon performed the fluid/air exchange manually to complete the case with no delay in the procedure and no impact to the pt.